Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for the devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The analysis of the provided trend data, acquired between 16th may 2022 and 08th january 2023 recorded the sudden increase of the pacing impedance from approximately 700 ohms to >3000 ohms at the end of december 2022. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the devices themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead was capped due to oversensing with inappropriate therapies, no capture at maximum output and out-of-range impedance 72 months after the implantation. During the procedure the ICD was explanted prophylactically and replaced due to the field safety corrective action. Should additional information be received, this file will be updated.